Manufacturer narrative:
The insulin pump was received with lost sensor alarm due to faulty electrical component on the radio frequency board. No a64 alarm or bd meter anomaly noted. The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corners, battery tube threads, reservoir tube, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed with failed self test twice. The patient's blood glucose at the time of incident is unknown. The sensor glucose value and blood glucose values would not transfer to the insulin pump. The meter and the insulin pump were able to link up again, but after the first blood glucose reading was transferred the subsequent values would not send. The insulin pump will be returned for analysis.